Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which their system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported one of the patient's leads migrated to the ipg site while the other lead had high impedances. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue.